Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 383512, batch#: unknown. It was reported by the customer that the catheter the needle was punctured through the catheter and the catheter was bent. Writer was attempting an IV in patients¿ left foot. The vein bruised and when writer removed the catheter the needle was punctured through the catheter and the catheter was bent.